Manufacturer narrative:
Controls run before and after the event were within limits. A field service engineer (fse) went on-site and identified the problem as an air gap and bubbles in dispenser. Fse replaced the dispenser, cleaned all shear valves and completed preventive maintenance (pm) on the instrument. Fse verified repair per established procedures and ran several specimens which when compared with an alternate instrument were identical. The root cause is attributed to a defective rbc diluent dispenser.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent high rbc and platelet (plt) results on the initial sample run generated by the coulter lh750 hematology analyzer. There was no death, injury or change to patient treatment with regard to this event.